Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) paired successfully with the mobile application but did not pair with the insulin pump due to an incorrect pairing code entered during setup; the caregiver corrected the code, and pairing was completed after guidance. No clinical symptoms were reported, and blood glucose remained unaffected. Outcomes included no alerts or alarms and no medical intervention. User support included troubleshooting and education to correct the pairing code and guidance to allow time for sensor readings to populate. Investigation of this case revealed a user setup error leading to an initial pairing failure, with device function restored after correcting the code. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.